Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator's tidal volume was not being delivered. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers' v200 ventilator's tidal volume was not being delivered. The rse noted that the issue was caused by the heated exhalation filter being blocked. The rse noted that the issue was resolved after the filter was replaced. The system meets the specification for the performed service and is returned to use.